Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. The lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that the alleged event was caused by product failure. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that pt underwent planned revision surgery due to an infection/septic tha loosening. Per site: this was a planned re-revision. The pt was getting a hip on (B)(6) 2010, knowing that they would have it revised in approx 3 months following an antibiotic treatment.